Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the end of a robotic laparoscopic colpopexy procedure, while suturing the mesh, the cable of the bipolar fenestrated grasper (bfg) broke. The surgeon withdrew the bfg following the broken instrument protocol, and it was replaced with a new instrument to proceed with the surgery. There was no patient injury.

Manufacturer narrative:
H2) additional information: d4 (UDI #), d9, h4 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and a provided image. One image was received for evaluation. The image showed the distal end of a bipolar fenestrated grasper where the drive cable was frayed. Evaluation of the logs indicated an error code associated with an instance of a difference in commanded and actual jaw angles, which can indicate a cable break. The error code disables the motors of the instrument drive unit, requiring the instrument to be removed and detached following the disabled instrument workflow. The bipolar fenestrated grasper was used for a total of four hundred and ninety-one minutes with a use count of five. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws. The tungsten drive cable 0 was broken and frayed. The epoxy joint between the two halves of the pulley was broken and the two halves were slightly separated. Functionally, the jaws were not manipulated due to the observed cable damage. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the end of a robotic laparoscopic colpopexy procedure, while suturing the mesh, the cable of the bipolar fenestrated grasper broke. The surgeon withdrew the bipolar fenestrated grasper following the broken instrument protocol, and it was replaced with a new instrument to proceed with the surgery. There was no patient injury.